Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addr01 ipg implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that within one month of implant, the patient was hospitalized due to some intermittent loss of capture. It was noted that the patient had twiddled both leads such that they both dislodged. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.